Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that in the last month or two they have been having a lot of pain and weren't feeling the tingling, so they connected to the implant and were on group C like they always were, but if they pressed the stim up button they would suddenly feel it. PT believed the stimulation is turning off on its own. The patient was redirected to their healthcare provider to further address the issue.